Event description:
It was reported that a patient underwent total elbow procedure on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2013 due to loosening. Surgeon noted infection during the revision. The humeral component and the humeral condyle kit were removed. It is unknown what products were implanted. No further information has been provided.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 4 states, "infection is a rather common problem in elbow procedures." Number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02771 / 02772).